Event description:
It was reported that the nurse was trying to initiate normothermia protocol with a target temperature of 36c in arctic sun device. Patient temperature was 38c, there was no flow. Walked caller through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Four large pads and two universal pads in place. Started therapy and still no flow. System diagnostics were checked, outlet monitor temperature (t1) was 12.2c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 9.1c, inlet pressure was -7.2, circulation pump command was 90, mixed pump command was 100, heater command was 0, water reservoir level was 5, system hour was 857, pump hour was 347. Mis advised they could troubleshoot the pads to find a suspect pad. Nurse declined and said there was no way it was the pads, they were very careful. Nurse insisted on getting another device. Mis called back in 20 minutes to check if the new device had good flow rate. This device also had low flow alert and flow rate was 2.2lpm. When nurse disconnected the one universal pad on abdomen, the flow rate increased and the low flow alert did not alert again. Mis advised to keep the pad and give it to unit manager. Biomed asking for assistance trouble shooting device sent from ccu with message about flow and pump failure. Biomed stated they were not familiar with device and wanted to know what to do. Walked through accessing event log that shows alert 02 low flow, alert 113 reduced water temperature control and alert 41 low internal flow. Discussed running calibration as that would diagnose the issue. Emailed link where they could download calibration testing unit (ctu) manual, as stat operators manual and as stat service manual. Also provided tm contact information as requested and explained our engineers would be available to assist during normal business hours. On 14jan2023, biomed ran calibration on device that was giving alert 113 reduced water temperature control and alert 41 low internal flow and alert 02 low flow. Receiving calibration error 3 expected value 2800 actual value 0. Mss explained error means device was getting zero flow. Advised to utilize service manual. Per additional information on 17jan2023, it was reported that the arctic sun device was failing calibration. A check of the diagnostics showed that the flowmeter was still reading 0 even though flow was visible through shunt tubes. This device would be returned for warranty repair. Per charge nurse via phone on 20jan2023, nurse stated that the patient was switched to a different device and was able to complete therapy. They had no pad information, and no pads to be returned. There was no patient impact or injury. The device was sent to biomed as stated in event. Regarding the device the biomed called and spoke to tech support on 17jan2023 and decided the device was coming in for warranty repair under ((B)(4)). A packaging kit has been sent to customer to return device. Per additional information on 24jan2023, the device had been received on 23jan2023.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed flow meter. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. Correction: f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed that the flowmeter was still reading 0 even though flow was visible through shunt tubes. This device would be returned for warranty repair. Per charge nurse via phone on(B)(6)2023, nurse stated that the patient was switched to a different device and was able to complete therapy. They had no pad information, and no pads to be returned. There was no patient impact or injury. The device was sent to biomed as stated in event. Regarding the device the biomed called and spoke to tech support on (B)(6)2023 and decided the device was coming in for warranty repair under (B)(4).a packaging kit has been sent to customer to return device. Per additional information on (B)(6)2023, the device had been received on (B)(6)2023.